Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2017 with the following findings: review of the black box data revealed one record of a ¿no cartridge detected¿ warning (163) recorded on (B)(6) 2017 at 16:05. One basal delivery was then made on (B)(6) 2017 at 16:45 followed by a loss of prime with non-zero force at 09:48. Basal deliveries were not resumed. The pump¿s prime history revealed that the user manually primed the pump with 176.80 units on (B)(6) 2017 at 16:39 and another 118.38 units at 16:42. On investigation, a rewind. Load and prime sequence was successfully performed without load step malfunction duplicated. During the investigation, the pump was detecting correct force. There were no hypersensitive or stuck keypad buttons observed. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended without malfunction. (B)(4).

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that on (B)(6) 2017 the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 40-50 mg/dl with associated symptoms of cognitive impairment and difficulty speaking. The patient was reportedly hospitalized and treated with insulin via injection, glucose tablets/glucose gel, intravenous fluids and consumption of food and drink. The reporter alleged the pump experienced a load step malfunction; the pump primed the tubing during the load step. The pump did not sense the cartridge and 178.8 units of insulin infused into the patient because the patient remained attached to the pump during the prime/rewind/ and load cartridge process. In the case of load step malfunction, the user may receive excessive insulin if they are inadvertently attached to the pump during the load step and the pump sensor does not detect the cartridge. Both use error and malfunction must occur in order for the pump to deliver excess insulin to the user. Mitigations, including pump warnings which must be confirmed alerting the user to disconnect during the load step, are in place. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a load step malfunction in the presence of use error.